Event description:
It was reported that the user received an urgent low glucose alert on the ilet pump, confirmed by a sensor reading of 76 mg/dl and a fingerstick of 67 mg/dl, after which the user ingested oral glucose (honey); the user expressed concern about continued insulin delivery and was advised that the system suspends insulin during low or urgent low conditions, and that it requires several days to learn insulin needs. Symptoms included hypoglycemia. Outcomes included the need for unexpected medication intervention to treat the low glucose. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device component implicated and no findings available, with insufficient information to determine a specific medical device problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.